Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted for essential tremor and movement disorders. It was reported that the patient's wire had dislodged. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.